Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing a high blood glucose of 420 mg/dl. Customer had treated their blood glucose with manual injections. The customer also stated their belt clip was broken. No additional information provided.